Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atypical atrial flutter in the left atrium along the anterior wall a intellanav mifi open-irrigated catheter was selected for use. It was reported that the patient developed pericardial effusion, which was diagnosed by intracardiac ultrasound. The physician attributed the effusion to the ablation catheter but did not attribute it due to a deficiency in the ablation catheter. A pericardiocentesis was performed and approximately 240 milliliters of fluid was drained. The patient was stable and was admitted to intensive care unit for further monitoring. The patient is expected to fully recover.